Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. H3 and h6. Codes: updated. Device evaluation: one used device sample was received for investigation, and no damage or anomalies were observed during visual inspection. For functional testing a syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water. The cuff of the set was observed not to inflate. The complaint was confirmed. However, after following the instructions for use (IFU) and gently massaging the cuff the issue was resolved, and the cuff inflated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has been returned but investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device balloon failed would not function. There was no patient involvement.